Manufacturer narrative:
Analysis was able to confirm the reported error message generation; the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the lower case was broken, the display wires were pinched with exposed wire insulation, and the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a system error. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.